Event description:
It was reported that during central processing, the 30-degree endoscopes image was inverted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the initial report did not have any additional information to provide. When an equipment needs to be repaired, it gets sent to her so she can start the process of reaching out to the vendor to have the equipment repaired. She only receives the information on the device issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting image was inverted, an investigation is in progress to determine the cause of this reported event. Isi has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the customer reported complaint was replicated/ confirmed. The endoscope was tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system failed to communicate with the endoscope, resulting in an error message "check endoscope cable connection/endoscope self - test failed". Additional observation(s) not reported by site: the endoscope integrated connector was visually inspected and found with damage to the electrical contacts and/or circuit board. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The endoscope was plugged into an in-house system and provided color bars. The endoscope was tested and placed on an in-house system for functional testing and failed due to an electrical failure. The endoscope was placed on an in-house diagnostic tester and found with local button controls not working properly. The endoscope failed the button functionality test.